Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-feb-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving compounded baclofen (unknown dose and concentration), compounded hydromorphone (unknown dose and concentration), and compounded bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient reported having greater pain relief with the pump trial when the catheter was positioned at t6/reported decreased pain relief. The patient requested a catheter revision, as the pain was becoming more severe and was interfering with activities of daily living. The catheter was repositioned on (B)(6) 2019. On (B)(6) 2019 the patient reported new burning pain in the cervical spine which the provider attributed to nerve irritation when the catheter tip was repositioned on (B)(6) 2019. No intervention was required/no action was taken, as it was noted it should resolve without action. On (B)(6) 2019 the patient reported a new burning sensation throughout the left lower extremity that began after catheter revision on (B)(6) 2019. The pump was reprogrammed on (B)(6) 2019 and the intrathecal (it) rate was decreased. The pump was reprogrammed on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was 143 pounds. The clinical diagnosis was decreased pain relief from trial, new left lower extremity burning sensation, and new burning pain in cervical spine. The event date was (B)(6) 2019. The etiology of the event (left lower extremity burning sensation and decreased pain relief from trial) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The relatedness to the drug (bupivacaine) was possibly related and the drug action that caused the event was other, increased dose at last visit and new catheter tip level following catheter revision. It was also noted he etiology of the event (new burning pain in cervical spine) indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related (surgery/anesthesia). No further complications were reported/anticipated.